Manufacturer narrative:
H3 other text : device received by third party.

Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, there is a visible foam particle in the device.the device was routed to scrap. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.